Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this recently implanted right atrial (ra) lead was found to be dislodged via imaging. The patient underwent a lead revision procedure during which the ra lead was surgically abandoned. It was further reported that an additional procedure has been scheduled for further lead revision. The device was reprogrammed to a ventricular pacing mode pending the scheduled intervention. The patient was reported to have ongoing clinical management needs. No additional adverse patient effects were reported.